Event description:
A review of rejuvenate stem was reported.

Manufacturer narrative:
The reason for the revision was not provided. The catalog numbers and lot codes of other devices listed in this report: cat # nlv-340800y, lot # 31618301, description: lrg tap pri mod neck 8deg 34mm, cat # 6260-5-128, lot # 33490103, description: 28mm std v40 taper vit head, cat # 1235-2-850, lot # g2139065, description: restoration (tm) adm. Insert, cat # 6570-0-136, lot # 36591901, description: delta v-40 ceramic head 36/0. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Add'l info has been requested and if rec'd, will be provided in a supplemental report.